Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 481 mg/dl and 528 mg/dl on the inform system. Both tests were performed within 10 minutes of the lab reading of 110 mg/dl. Reporter indicated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.